Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently stopped charging while plugged into a power source, and the customer needed to wiggle the usb cable while inserted into the pump usb port in order for the pump to charge successfully. The customer's blood glucose (bg) level was 411 mg/dl. The customer was sent a replacement usb cable and wall adapter. Upon follow up, the customer reported that the pump battery charged successfully with no further issues when using the replacement usb cable and wall adapter.